Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that he was ok and was able to continue therapy. The patient stated the alarm cleared and all samples were discarded. This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 7 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 5 of 7. The hp stated nothing unusual was noted with the supplies. The technical service representative (tsr) explained the alarm indicated air entered the set up and assisted with cycling power to clear the alarm. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention reported.